Manufacturer narrative:
One tracheostomy was returned for evaluation. Upon visual inspection, it was noted to have a broken cuff. During manufacturing, quality inspectors take a representative sample of the lot and performs leak tests on those devices. The most probable cause of issue has been determined to be that damage occurred after device left shm facility.

Manufacturer narrative:
Occupation: clinical resource manager.

Event description:
Information was received that a smiths medical bivona custom tracheostomy tube cuff leaked while in use with a picu patient. Subsequently, respiratory was called to the bedside to perform an emergent tracheostomy (trach) change out. No adverse patient effects were reported.